Event description:
According to the reporter, during a procedure, the generator turned red while grasping the tissue and then the jaw broke off into the patient. The jaw was then removed from the patient cavity. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the unit had a waveguide failure. Functionally, the provided photo evidence shows that the waveguide was excessively torqued to the side during use. This caused it to come in contact with the clamping jaw and weakening the waveguide. Continued use then caused a crack to propagate until the device failed. The defect sample would have been rejected if found prior to shipping, had it been an assembly defect. Packaging not returned and no photos provided, clarifying no contribution to the reported defect. The cause is established by the user. It was reported that the device had a component that disengaged, and received a red light and would not activate during use. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. If information is provided in the future, a supplemental report will be issued.